Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and therapy was restored.

Event description:
It was reported that the ipg displayed the replace generator message. Patient lost therapy and ipg deemed inoperable. Surgical intervention is anticipated at a later date.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight ) further information was requested but not received.